Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 350 mg/dl, which the customer treated with the insulin pump. Advised the customer to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Upon troubleshooting, it was found that insulin did exit the tubing but that there was greater than normal resistance when attempting to push the plunger. Advised replacement of the infusion set and reservoir, but the customer declined. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-14226.